Event description:
The customer reported ise (ion selective electrode) anion gap results are negative and chloride (cl) results are erroneously high for patient samples from their dxc 700 au clinical chemistry analyzer. The customer did not provide patient data or demographics for this event. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and observed the ref (reference) solution tubing line was not seated correctly to ref block, residue build up on sodium electrode, and ref electrode broken inside the ref block. The fse reseated the ref tubing, cleaned residue build up from na electrode, and replaced the ref electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).